Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported 282 and 31087 errors were confirmed and replicated. In the system logs, the 282 and 31087 errors were found indicating usm 3 failed to access the radio frequency identification device (rfid) data from instrument or scope, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no errors were triggered but usm was unable to recognize any instruments, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the carriage switches test was found to be failing on the axes controller, carriage, instrument (acci) printed circuit assembly (pca). Once testing was completed, the acci pca was further tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of the acci pca within the affected usm. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the universal surgical manipulator (usm) arm 3 was not recognizing the endoscope. The usm arm 3 was disabled. Upon reviewing the logs, the intuitive surgical, inc. (Isi) technical support engineer (tse) found 282 errors on the usm arm 2. The procedure was completed without usm arm 3 with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after the placement of surgical ports.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.